Manufacturer narrative:
According to results of the investigation performed into the reported event, the electronic resistance on the I/o card was not missing. The device (B)(4) was manufactured according to a specific revision of the manufacturing work instruction which was not including the electronic resistance on the I/o card. The addition of the resistance on the I/o card was made in a later revision of the manufacturing work instruction. Therefore it was a normal situation that the I/o card from device (B)(4) had no electronic resistance on. The device (B)(4) is conforming to specification.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventive maintenance the medtech technician found that the electronic resistance on the I/o card was missed and he added it.